Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was having intermittent charging issues. Reportedly, the customer had to maneuver the cable into the charging port at a certain angle, in order to complete a successful charge. Customer reported blood glucose level was not impacted. The pump was confirmed to be charging successfully at the time of the call with tandem technical support. Replacement charging supplies were sent to the customer. Follow up confirmed the pump was able to successfully charge using the replacement charging supplies.